Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed device backup operation due to event queue overflow on a pacemaker. Programming changes were performed to resolve the issue. The patient condition was stable.